Event description:
It was reported that reproducible noise leading to pacing inhibition was noted on the right atrial (ra) lead. A lead fracture was suspected. The patient is completely pacer dependent. The ra lead was capped and replaced on (B)(6) 2026. There were no adverse events for the patient.